Event description:
The broach stuck on the kincise broach handle, difficult to remove. Damage to the connection of broach. No issue with the other broaches on the tray so can eliminate the broach handle being damaged. Surgical delay of 5 min occurred. No adverse affect on patient.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary, the device associated with this report was received for analysis. Visual examination of the device did not confirm the allegation. A functional test with a retained mating device (B)(6), no assembling/disassembling issues were detected. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot,a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Corrected.